Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A hematoma developed at the access site, which was managed with manual compression and adjustment of antiplatelet therapy. The patient later experienced progressive hemodynamic decline. Due to the poor overall prognosis, care was withdrawn, and the patient subsequently expired. The death was assessed as most likely related to the patient¿s underlying disease and critical condition, and not attributed to the impella device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6 component codes were updated accordingly based on the completed investigation.